Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned broken/fractured in in multiple segments, the segments were connected by stretched platinum wire. The core wire distal end was observed through the distal tip dome. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be moderately tortuous. The event description states when the operator rotated the guidewire to pass the stenosis, tip of the guidewire was not moving when rotating the proximal of guidewire. The operator tried to withdraw the proximal of guidewire and the distal was not moved. Then locked the proximal of guidewire with the microcatheter to retract the system back into middle catheter and then withdrew the middle catheter out of patient's body to check and found tip of the guidewire was stretched. Analysis of the returned guidewire was returned broken/fractured in in multiple segments, the segments were connected by stretched platinum wire. The damage to the returned device indicates it encountered a significant force during use. An assignable cause of procedural factors will be assigned to the reported events: guidewire difficult remove/withdraw from catheter¿, ¿guidewire distal tip stretched¿, ¿guidewire torque problem¿ and analyzed events: ¿guidewire distal tip stretched¿ and ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The subject device was returned for analysis and the device investigation revealed that the guidewire was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.